Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and image was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an iliac artery angioplasty procedure lower limb arterial embolism occlusion using the rotarex catheter. During the procedure, initial abnormal suction sounds were observed, and subsequent retrieval confirmed a fracture in the rotary head tip. The procedure was completed using another catheter. There was no reported patient injury.